Event description:
The patient reportedly was unable to hear while using the sound processor. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the probelm was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted.